Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient had a medical history of heroin abuse and cardiac issues. She was noted to have died with date of death (B)(6) 2010. An autopsy was performed and a superficial contusion right forehead was reported. The origin of the injury was not reported. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related. Follow up with the coroner's office revealed the patient had gone through rehab 6 months prior to her death, but had been using heroin for about a week before she died. The patient was not pacemaker dependent, was not compliant with follow up, and had last been seen in the device clinic/by the cardiologist approximately one year previous.

Event description:
It was reported the patient had a medical history of heroin abuse and cardiac issues. He was noted to have died with date of death (B) (6) 2010. An autopsy was performed and a superficial contusion right forehead was reported. The origin of the injury was not reported. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found. (B)(4) no anomalies found, outer insulation breached cut, apparent explant damage. Proximal segment returned and analyzed.